Event description:
Information received indicates signs of fluid ingress onto the power control board.

Manufacturer narrative:
The technician replaced the power control board assembly to repair the bed.